Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformance's were identified. Attempts are being made to obtain the following information. To date no response has been provided. If the device or further details are received at a later date, a supplemental medwatch will be sent: could you please provide more details of device malfunction? Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic appendectomy, the stapler did not cut or staple correctly. The procedure was completed with a like device with no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 11/24/2020 h1: MDR decision: not reportable upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. 1. Could you please provide more details of device malfunction? 2. Did the device deliver any staples? Yes, it stapled but had more bleeding than normal 3. If yes, were the staples formed properly? Hard to tell with staple line oozing 4. If yes, was the staple line complete? Yes 5. Did the device cut? Yes 6. If yes, was the cut line complete? Yes 7. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No 8. Was there any difficulty opening the device? No 9. If yes, how was the device removed from the patient? 10. If yes, did the jaws eventually open? H1: MDR decision: not reportable